Event description:
The user facility reported that during a patient procedure two reveal distal attachment caps fell off the endoscope tip into the patient. The caps were retrieved, and the patient procedure was completed successfully. No report of injury.

Manufacturer narrative:
The devices subject of the event were discarded and are not available for evaluation. Steris requested devices from the same box from the user facility for evaluation. Evaluation results determined no issues were noted with the function or operation with the reveal distal attachment caps. Steris offered in-service training to user facility personnel on the proper use and operation for the reveal distal attachment cap and the user facility accepted. The instruction for use provides the user with the following information: "prior to clinical use, inspect and familiarize yourself with the device. If damage (e.g. Tears, misshapen) is noted, do not use this product and contact your local product specialist. Verify that the outer diameter of the endoscope is compatible with the inner diameter of the reveal® distal attachment cap. Dry the tip of the endoscope by wiping with a 4x4 gauze, or dry wash cloth. It is important that the reveal® distal attachment cap and tip of the endoscope are dry to ensure that the device stays attached to the endoscope. Do not use vaseline (or any lubricant that contains petroleum jelly), cooking oils, silicone spray alcohol, or xylocaine spray to lubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off the endoscope inside the patient. Place the reveal® distal attachment cap onto the distal end of the endoscope. Slide the distal end of the endoscope to the alignment line. Secure the reveal® distal attachment cap to the endoscope using medical grade tape ensuring not to cover the side hole. Gently pull on the reveal® distal attachment cap to ensure that it is secure." The device review history (DHR) for the subject lot was reviewed, and no abnormalities were found, and no other complaints associated with the subject lot. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris performed in-service training on the proper use and operation for the reveal distal attachment cap. No additional issues have been reported.